Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per dealer states mpj will not turn off. The dealer states he isn't aware as to what happened if anything.